Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead would not extend. An alternate lead was placed. No patient complications have been reported as a result of this event.